Event description:
A malfunction alarm was reported, identified as malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, and the malfunction did not recur. It was confirmed that the pump could continue to be used, and the customer was advised to contact support if any issues reoccurred.